Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b3 for date of event, b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and unique identifier (UDI) #, d7 for explanted date. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Section d6, no information was available. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. This report is submitted late and is captured within CAPA-1374.

Event description:
Per complaint (B)(4) during clinical procedure, patient experienced loss or failure of implant to osseointegrate.